Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 132, 300, 50 mg/dl. Tests were done within 10 minutes with a difference of 92%. Patient did not experience any adverse events.